Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2026, the patient presented with dyspnea. An echocardiogram was performed and revealed that the clip had detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2026, a second mitraclip procedure was performed, and two mitraclips were implanted, reducing mr to a grade of 1-2.